Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The rep requested assistance concerning the installation of the video system center. Olympus technical assistance center (tac) personnel gave the rep a call, and he reported that he worked with the on-site tech support to resolve the issue. Reportedly, it appeared that the hdmi converter was faulty as the wiring was verified at other connections points without issue. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus representative (rep) reported on behave of the customer that during installation, their evis exera ii video system center was not producing any video output. There was no patient involvement during this event.